Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired for first firing with black reload and gore buttressing material. When device was removed it was noted that there was a malformed staple on the innermost row (nearest to cutline) on the patient side. The malformed staple was removed. The surgeon used same device with green reload and gore buttressing material for second firing and same issue occurred with device. The same device was used for third firing with gold reload and gore buttressing material and same issue occurred once again. The case was completed with a new device of the same product code. There were no patient consequences and no hemostasis issues. Sales rep was present for procedure. Device was discarded.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the malformed staple was in the proximal third of the staple line and the device was articulated.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: is there a picture or video available of the staple line issue reported? If yes, please send to (B)(4).